Manufacturer narrative:
(B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Event description:
It was reported that, during patient use in the emergency room, the ventilator mixer appeared to be delivering good oxygen flow to the patient. However, no oxygen was being delivered. The paramedic placed the patient on the ventilator for air transport to another hospital. The respiratory therapist (rt) checked the patient, the lung sounds were good, and there was proper chest rise and expansion. However, the patient's peripheral capillary oxygen saturation (spo2) rate began to drop. The team checked the oxygen supply, mixer connection and hose from the flow meter. It was confirmed that oxygen was leaving the flow meter and going to the device. The oxygen supply tubing was changed to a wall quick connect, giving a high pressure and direct connection. The ventilator flow was checked with a manometer and it was fine. The emergency room (ER) physician placed the patient on the same ventilator. The rt checked the patient, the breathing sounds were good, with good chest rise and expansion, but the patients spo2 rate began to drop once again. The patient was transferred back on the hospital's ventilator without patient harm. The call was available. There was no negative patient outcome (injury/harm) reported as a result of this event.